Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced reduced/inadequate brake force, steer mechanism is difficult to engage/disengage, brakes cannot be engaged, and zoom unexpectedly retracts/disengages during use. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue brakes cannot be engaged; false engagement of brakes, steer mechanism is difficult to engage/disengage, reduced/inadequate brake force and zoom unexpectedly retracts/disengages during use. The count of events has been corrected to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced reduced/inadequate brake force, steer mechanism is difficult to engage/disengage, brakes cannot be engaged and zoom unexpectedly retracts/disengages during use. There was no patient involvement.